Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented via remote transmission. Review of transcripts revealed episodes of high ventricular response episodes, which was caused by over-sensing lead noise. No intervention was performed at the time. Patient condition was not reported.

Manufacturer narrative:
Correction: the patient sex should have been (B)(6) rather than (B)(6).

Event description:
New information noted that the patient has been monitored via remote transmission. Noise was intermittent. Patient remains asymptomatic.